Event description:
This is a patient who underwent radical retropublic prostatecomy in 2003. The surgery was started at 9:15 am and incision time was 9:39 am. During the surgery, the patient lost 600-700 cc of blood (one of the surgeons stated that they nicked the dorsal vein). The patient was treated with crystalloids and 2 kits of floseal were applied approximately 10:15 am and the product was held in position with abdominal packs for several minutes. Approximately 5 minutes after floseal application, the patient developed flushing (red face) and the blood pressure decreased to 59/37 from the systolic pressure of 90. At the same time, the patient was transfused with blood and was treated with phenylephrine (400 mcg) and ephedrine 25 mg for bleeding but the bp remained in the 60s (systolic). At that time, epinephrine 100 mcg was administered after which the bp stabilized. The patient also received more fluids and hespan as well as benadryl 50 mg and hydrocortisone 100 mg. The flushing resolved within half an hour of the onset. The bp increased to 110/64 within 3 hours. During surgery, the pt lost additional 1800 cc of blood was transfused with 2 additional units of blood. However, the hemodynamic pressures were stable during the bleeding episode. Prior to receiving benadryl and hydrocortisone, the patient's blood was drawn for trypase (recommended by an allergist). According to the anesthesiologist, the result was 14 (normal is < 10), which suggests that there was a histamine release action and degranulation possibly indicating an allergic reaction. The patient's prior exposure to bovine products is not known. No allergies were reported for the patient.